Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, the patient had a serratia marcescens stoma infection. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, the patient had a serratia marcescens stoma infection. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. *****additional information received on 24may2016***** the device has been in used since (B)(6) 2014. There were no patient complications after the device was initially placed. In (B)(6) 2016, the patient went to the gastroenterologist to have the peg site area examined it was noted the patient had an infection at the stoma site. Antibiotic treatment (unknown type) was administered to address the infection.